Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 25mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently 6 days post index procedure with a device limb occlusion. The physician stated the cause of the event was due to the balloons used during the index procedure not being inflated simultaneously. A thrombectomy was performed and metal stent placed to treat the occlusion, which resolved the event. No additional clinical sequelae were reported, and the patient is fine.